Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline disconnect which was not seen on event log. The cause was not confirmed however it was likely the patient may have accidentally caused the disconnect. Patient experienced low flow alarms, possibly due to position, blood pressure or dehydration. Patient was asymptomatic and low flows resolved. Log files were submitted for review and captured low flow events on 04mar2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. There did not appear to be any type of equipment issues causing these events. The log files did not capture any driveline disconnects. Hypovolemia was suspected and possibly some improvement of left ventricle systolic function. The patient was currently asymptomatic with a mean arterial pressure (map) of 70 and no concerning lab values as an underlying etiology of low flow alarms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported driveline disconnect was unable to be confirmed through this evaluation, and a specific cause for the event could not be conclusively determined. Review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.